Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead exhibited high thresholds and could not pace. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.